Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that there was a pump problem. A patient was refilled (B)(6) 2015 and started to feel ¿crummy¿ the night of (B)(6) 2015. The patient went to the clinic reporting withdrawal on the morning of this report. Upon interrogation the pump status read ¿motor stall occurred.¿ according to the event logs one stall occurred at 2130 the night of (B)(6) 2015. The healthcare professional (hcp) replaced the pump on the afternoon of (B)(6) 2015 and the pump was returned to the manufacturer for analysis. The patient was doing fine and has recovered without sequela. The pump was used to infuse hydromorphone, bupivacaine, clonidine, and baclofen. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.